Event description:
It was reported that a left ventricle assist device (lvad) was implanted, and during the procedure the implantable cardioverter defibrillator (ICD) was not turned off and no magnet was used. The patient received a shock during the procedure due to the cauterizing. One and two days post procedure, subsequent interrogation attempts was also unsuccessful. An initial software startup was perform ed followed by a successful interrogation. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, implantable pacing lead, (B)(6) 2008. A 694758, implantable tachy lead, (B)(6)2008. (B)(4).

Event description:
It was further reported that during ICD device checkup there was interrogation issues as there was no telemetry. Troubleshooting was performed and the issues was resolved. The ICD remains in use.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrythmia therapy. Analyst commented, shock due to electromagnetic interference noise occurred on (B)(6) 2014.